Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely decreased platelet result for a (B)(6) female patient on a cell-dyn ruby analyzer. The following data was provided (no units of measure were provided): sample ID 2107510559 initial result, which was from a fingerstick sample, was 28.3 10e3/ul, with no flags generated from the analyzer. The patient had a sample collected from a port, which was tested on a beckman coulter analyzer, and the result was 60.0, no unit of measure was provided. It was noted that the patient was given a platelet transfusion based on the falsely decreased ruby result. The sample tested on the beckman coulter was collected just prior to the patient being transfused. The patient is doing well after the transfusion.

Manufacturer narrative:
The complaint investigation for a falsely decreased platelet result generated on the cell-dyn ruby analyzer, serial number (B)(6), included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Trending review determined no related trend for the product. Return testing was not completed as returns were not available. Review of the cd ruby specimen reports found that lym, %l, mono, %m, blst, %blst, mone, %mone, lyme, %lyme, varl, and %varl were flagged as suspect (displayed with an asterisk [*] next to the result). Numerous results, including the platelet (plt) results, were underlined on the graphic printouts indicating that those results fell below the lower limit set that was set by the user, indicating that verification of results is required per the laboratory¿s protocol. The cell-dyn ruby generated an rbc morph flag, indicating that a smear be reviewed for rbc and plt morphology. In addition, the nwbc flag was generated which may be associated with platelet clumps, giant platelets, or low levels or nrbc. Morphology review indicated that there was 1+ anisocytosis and 2+ poikilocytosis, indicating the presence of abnormally shaped red blood cells of differing sizes. Further details on the smear review were requested from the site but was not provided. Based upon the results and flagging from the cell-dyn ruby and the 1+ anisocytosis and 2+ poikilocytosis, it is possible that the sample contained nrbc, platelet clumps, and/or giant platelets, all of which are interfering substances and conditions impacting the plt result. Manufacturing documentation was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency with the cell-dyn ruby analyzer, serial number (B)(6), was identified.